Manufacturer narrative:
The pump was returned and evaluated by product analysis on 01/03/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all of the keypad buttons were intermittently responsive. There was evidence of keypad adhesive found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter stated that the up arrow and down arrow buttons were hard to press and required several button presses in order to get a response. The patient reportedly wore the pump in a pump skin on the outside of his clothing and did not clean the pump.